Manufacturer narrative:
The manufacturer received information alleging a malfunction occurred on a ventilator device. The device was not in use on a patient at the time of the occurrence. The customer reported that during initial inspection, the device failed the active exhalation verification (aev) test. The device's proportional valve and 3-way solenoid valves were replaced. The device passed all tests and was returned to service. The reported failure of an aecm test failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a malfunction occurred on a ventilator device. The device was not in use on a patient at the time of the occurrence. The customer reported that during initial inspection, the device failed the active exhalation verification (aev) test. The repair is to be managed by the philips authorized service provider. No additional evaluation or repair has been completed at this time, and the root cause is not confirmed. No unrelated components were reported as replaced, and the device has not undergone final testing.